Event description:
It was reported that during a repair performed by a getinge service territory manager (stm), the stm broke the blood detect tubing glass of the cs300 intra-aortic balloon pump (iabp) while removing the tubing to perform the blood back test on the solenoid driver board. There was no patient involvement reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm checked the fault logs and found autofill failure 7 0 which states, "iab tuing and safety disk did not fill with helium from volume cylinder within 10 seconds. Wrong or no catheter extender, sensor position, volume cylinder sticking or sluggish." The stm performed the autofill calibration and the volume cylinder was set to 82. Stm attempted to calibrate it to 100, but the cylinder would not adjust and was stuck at 82. Volume cylinder (0202-00-0133) was replaced and adjusted to 100. Blood detect tubing (0008-00-0312) was also replaced. The stm ran the unit on a test catheter for 30 minutes without any issues. Unit passed all calibration, functional, and safety tests. Unit was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.